Manufacturer narrative:
It was indicated by the customer that the product is still in use at this time. The product involved in this event has not been returned to date to allow for an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted.

Event description:
It was reported that there was an interference on the plethysmograph from the medtronic or-7 surgical navigation system. Additional information received from the customer stating that "when the interference is present, it has been reported that the saturation measurements slowly decrease. In some cases, as low as 60s - 70s." Customer stated "to our knowledge, no medical interventions have been needed. Spacelabs personnel have not witnessed any cases in which the saturation values decreased into the 60s-70s. This information was provided to spacelabs personnel by the hospital's crnas." No known impact or consequence to patient.